Event description:
During the procedure for a right knee acl reconstruction the tip of the bio-screwdriver broke off inside the knee. In the best interest of the pt it was decided to leave the tip of the screwdriver buried in the screw. This report is based on preliminary information. Has not had the opportunity to inesitgate or verify prior to the reporting date and has not conclusively determined the cause of this event. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.